Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review for alinity hiv assay, list number (ln) 6p01-60, lot 49068be00. Trending review determined no adverse trend for the issue for the product. Return testing was not completed as returns were not available. The tracking and trending report review determined that there are no trends. A review of ticket trending was performed and did not identify any trends. A review of labeling was also performed and concluded that the issue is sufficiently addressed. A technical review of field data for alinity s hiv was also performed. The review consisted of looking at the overall reactive rates of ln 6p01-60, lot 49068be00 across core, applicable peer sites and across a whole blood and plasma screening monitoring group were collected and assessed. Across the whole blood and plasma monitoring group the performance of lots 49068be00 is within product requirements and comparable to other lots analyzed in the comparison. Additionally, at core, the specificity performance of lots 49068be00 is within package insert representative data for cadaveric specimens. Based on the results of the investigation, the alinity s hiv, ln 6p01-60, lot 49068be00, is performing as expected and the device met performance specifications at the customer site as all reactive rates were within product requirements respectively package insert representative data for cadaveric testing. Further, no systemic issue or product deficiency was identified for alinity s hiv, reagent lot 49068be00.

Event description:
The customer observed false repeat reactive alinity s hiv results for cadaveric tissue donor samples that was confirmatory negative. The results provided were: sid (B)(6) old female: hiv=repeat reactive (no actual results provided) /nat=negative; biorad hiv 1,2 plus o antibody as confirmation=negative. The tissue was discarded for impacted sids. No additional impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6).

Event description:
The customer observed false repeat reactive alinity s hiv results for cadaveric tissue donor samples that was confirmatory negative. The results provided were: sid (B)(6) 94yrs old female: hiv=repeat reactive (no actual results provided) /nat=negative; biorad hiv 1,2 plus o antibody as confirmation=negative the tissue was discarded for impacted sids. No additional impact to patient management was reported.